Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges during a multiwave bolus, the first rapid part was delivered but later noticed that the pump did not continue to deliver insulin. No adverse event reported. Requested return of the alleged device for evaluation.